Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log shows that at 1:23 am on (b)(46 2017 the pump module was programmed to infuse furosemide 100mg/100ml at a rate of 10ml/hr with a vtbi of 50ml. The infusion ran until 3:27 am when the device was channeled off. The total volume infused was logged as 35.959ml. During the infusion the device alarmed twice for patient side occlusion and three times for air in line. After the third air in line alarm occurred, the log shows the device alarmed twice for flo stop open for a total of 30 seconds. If the tubing roller clamp was not closed this could result in a free flow condition and a significant amount of medication would deliver in 30 seconds. It is unknown if the tubing was clamped. The event pump module and disposable set were not returned for investigation. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the overinfusion was not identified. : devices not received, log review only.

Event description:
The customer reported an overinfusion, stating that 100ml of furosemide (1mg/ml) was programmed as a primary to infuse a vtbi of 50ml at 10ml/hr (10mg/hr). The infusion was started at 0110 and at approximately 0148 a new order was received and the dose was increased to 20mg/hr (20ml/hr). During the infusion the pump alarmed for air in line a few times and the pump was paused to remove the air. Approximately 10ml of furosemide was withdrawn from the distal port to remove the air bubbles and the withdrawn fluid was injected back into the bag so no fluid was wasted; the pump appeared to be operating correctly. The patient was transported to another floor. The clinician reported there was no fluid found on the floor in the patient's previous room. There was no patient harm. The facility biomed checked the pump and did not find any issues.

Event description:
The customer reported an overinfusion, stating that 100ml of furosemide (1mg/ml) was programmed as a primary to infuse a vtbi of 50ml at 10ml/hr (10mg/hr). The infusion was started at 0110 and at approximately 0148 a new order was received and the dose was increased to 20mg/hr (20ml/hr). During the infusion the pump alarmed for air in line a few times and the pump was paused to remove the air. Approximately 10ml of furosemide was withdrawn from the distal port to remove the air bubbles and the withdrawn fluid was injected back into the bag so no fluid was wasted; the pump appeared to be operating correctly. The patient was transported to another floor. The clinician reported there was no fluid found on the floor in the patient's previous room. There was no patient harm. The facility biomed checked the pump and did not find any issues.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log shows that at 1:23 am on 30 december 2017 the pump module was programmed to infuse furosemide 100mg/100ml at a rate of 10ml/hr with a vtbi of 50ml. The infusion ran until 3:27 am when the device was channeled off. The total volume infused was logged as 35.959ml. During the infusion the device alarmed twice for patient side occlusion and three times for air in line. After the third air in line alarm occurred, the log shows the device alarmed twice for flo stop open for a total of 30 seconds. If the tubing roller clamp was not closed this could result in a free flow condition and a significant amount of medication would deliver in 30 seconds. It is unknown if the tubing was clamped. The event pump module and disposable set were not returned for investigation. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the overinfusion was not identified.